Manufacturer narrative:
Catalog # was changed from 07k62-20 to 07k62-78. Investigation of the customer's issue included a review of the complaint text, a search for similar complaints, review of labeling and review of manufacturing documentation. Review of complaint activity did not identify any trends for the architect tsh assay. No other complaints were identified for reagent lot 92592ui00. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The architect tsh package insert states that this product requires the handling of human specimens. It is recommended that all human-sourced materials be considered potentially infectious and handled in accordance with the osha standard on bloodborne pathogens. Biosafety level 2 or other appropriate biosafety practices should be used for materials that contain or are suspected of containing infectious agents. Additionally, the safety data sheet (sds) for the architect tsh (7k62) documents first aid measures, exposure controls and personal protection and toxicological information when using this product. The exposure controls/personal protection section of the sds documents under eye protection to - wear safety glasses or other protective eyewear. If splash potential exists, wear full face shield or goggles. Based on this investigation no systemic issue or deficiency of the architect tsh assay was identified.

Manufacturer narrative:
Patient information: no specific information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a technician was splashed in the eyes and face with micoparticles while changing an architect tsh reagent. The technician flushed their face with water. No further impact or medical treatment was necessary.